Event description:
It has been reported to philips that the device failed to start. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected the system onsite and determined that the host pc would not start. The service engineer replaced the motherboard battery on the host pc motherboard and reinstalled software, after which the system was returned to use in good working order.